Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was a parity error count of 14. It was also reported that the patient had radiation therapy.

Event description:
It was reported that the lead trends and cardiac compass have invalid data messages. It was noted that the patient has not been checked since (B) (6) 2008 and has had radiation. The company's technical services consultant noted the diagnostics were cleared out due to multiple parity errors. The device remains in use. No patient complications were reported as a result of this event.